Event description:
It was reported that during a vena cava filter deployment procedure, the transition between the dilator and introducer sheath created difficulty obtaining access into the femoral vein; however, access was gained. While advancing the filter through the deployment sheath the filter became stuck. After several attempts to advance the filter through the deployment sheath the physician pulled back and the filter became separated from the pusher wire. A kink in the delivery sheath was discovered during the exchange for a new vena cava filter which was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.